Event description:
Philips received a complaint on the mrx device indicating that the functional check failed. The rse evaluated the device remotely. It was determined that this was a malfunction of the ECG cable, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. The customer ordered the ECG cable to resolve the issue. It has been concluded that no further action is required at this time.